Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Investigation results: a report was received indicating that a needle was protruding through the side of the filter needle cap. To support the investigation, a photograph was submitted for evaluation by our quality team. The image depicts a needle assembly within an opened blister package, with the upper portion of the needle extending through the plastic shield. This condition occurs if the fixture holding the needle assembly was misaligned during the shield assembly process. A review of the device history record (DHR) was conducted for material number 305211, lot 4031348. The review found no quality issues during the production of this lot that could have contributed to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the shielding process confirmed that fixture settings and alignment were correct, and product flow was within acceptable parameters. Based on the investigation and analysis of the submitted photograph, the customer-reported condition has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 305211. Batch # 4031348. It was reported by the customer that the needle was protruding through the side of the filter needle cap and the member was stuck with the filter needle drawing blood upon opening the packaging. Verbatim: rcc received a complaint via email. On (B)(6) 2025 was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ torn filter needle packaging on (B)(6) 2025, the hcp reported, ¿upon opening the filter needle wrapping the needle was protruding through the side of the filter needle cap. Additionally, the hcp staff member was stuck with the filter needle drawing blood upon opening the packaging.¿